Manufacturer narrative:
Results of investigation: vyaire medical determined root cause as due to a known from production floor and is based on touch configuration tnxcf00129-a3. The issue was resolved after the software version v6.0.1700.0 (touch configuration tnxcf00129-a4 included) update.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr checked screen in service mode but no problem was detected. Ran the last patient setting for 30 min. And non ventilating for additional 40 minutes with no problems encountered. No exact root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000e us touch screen is not responding. At this time, there is no information regarding patient involvement associated with the reported event.